Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported her first implant wasn¿t working right, so the battery was changed. The patient noted they had an issue with the first device after a ling time. There were no further complications that have been reported as a result of this event.